Event description:
It was reported that a radio frequency (rf) head was having intermittent telemetry issues. The rf head was swapped out for a different one and no further telemetry problems were reported. The rf head will be returned for service and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.